Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The review found that the device detected air at the donor line fluid detector very briefly during the first draw cycle, and then did not detect air at the donor line fluid detector again for the remainder of the run. The ac line fluid detector also did not detect air at any point during the run. During the 5th return cycle, the device detected fluid at the leak detector, indicating that there was a centrifuge leak. The run was then immediately ended. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that no air was infused to the donor during this event, no medical intervention was performed, and the donor is currently in good standing at the center. The air was noticed in the donor line tubing at teardown; no photos were taken. The system engineer reviewed the dlog for this run and have found that the device detected air at the donor line fluid detector very briefly during the first draw cycle and then did not detect air at the donor line fluid detector again for the remainder of the run. During the 5th return cycle, the device detected fluid at the leak detector, indicating that there was a centrifuge leak. The run was then immediately ended. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that they observed air in the donor line. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The review found that the device detected air at the donor line fluid detector very briefly during the first draw cycle, and then did not detect air at the donor line fluid detector again for the remainder of the run. The ac line fluid detector also did not detect air at any point during the run. During the 5th return cycle, the device detected fluid at the leak detector, indicating that there was a centrifuge leak. The run was then immediately ended. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that they observed air in the donor line. Donor information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.